Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01895. The pt rec'd his scs system, including an ipg and two percutaneous leads (from the same lot) on (B)(6) 2009. It was reported that the pt was unable to turn stimulation up to perception. He stated that when he increased the amplitude, he felt a quick overstimulation sensation but the stimulation did not fully come on. The pt was reprogrammed and reported effective stimulation coverage. However, diagnostic tests revealed invalid impedance readings on several lead contacts. The next course of action is undetermined at this time. No further info is available.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.